Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the stem conformed to the required specifications and found no manufacturing deviations or anomalies. Depuy (B)(4), the cement manufacturing facility, reviewed the device history records and found no related manufacturing deviations or related anomalies. All results complied with qc specifications prior to release of any product. A depuy (B)(4) bioengineer reviewed the provided x-ray and stated it seems the humeral implant is positioned too low, with very little support on the medial side. The fixation of the humeral implant is then managed mostly by the stem, which seems to be undersized regarding the diameter of the humeral shaft. This could have caused the loosening. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening of the stem at the cement/bone interface. Depuy cement was used in the primary surgery.